Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility those phenomena were attributed to following causes for each; the subject device was turned off which might have occurred because -the power board was defected. -the main board was defected. -it was affected by power environment, usage environment, or other than the subject device. The error 03 was recorded in the memory a few times which might have occurred because a failure was defected in the internal circuits. The internal circuits failure might have been malfunction of the pressure sensor mounted on the main board. The pressure sensor failure on the main board might have been one of the following process failures. (1) oxidation corrosion occurred in the electrode of the pressure sensor because air got inside the device. Due to the oxidation corrosion, wiring inside the pressure sensor came off. (2) since the parts were wrongly mounted, a foreign object (epoxy) was adhered and its foreign object (epoxy) came off the wiring inside the pressure sensor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus europe (B)(4) for evaluation. The service department of olympus europe (B)(4) checked the subject device but could not duplicate the reported phenomenon. However it was found the error 03 and its three times storing in the error memories of the subject device. This error indicated that there was the failure in the pressure sensor on the circuit board of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device tuned off at the unspecified timing. There was no patient injury associated with this report.